Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported approximately a month ago the pump battery depleted from 45% to 15%. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was not impacted. Reportedly, the customer has not experienced further battery issues since. Customer stated they would continue to use the pump for insulin therapy and monitor the pump battery.